Manufacturer narrative:
Analysis performed, including thermal and mechanical testing, indicated that device exhibited normal device characteristics. The device was cut open to perform a visual inspection of the feed-through sensing pin, and no anomalies were noted. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of a failure to sense was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the implant procedure, the device was interrogated and there was a loss of sensing noted on the device. The device was programmed to the highest sensitivity, however only noise was visible following the reprogramming. The device was explanted and replaced and the patient was stable with no consequences.